Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the left therapy pad on his back. The patient also reported that the lifevest equipment becomes too heavy and he removes it at times. Patient reported having a history of skin sensitivity and his doctor prescribed desonide creme & sulfacetamide-sulfur cream for the patient's skin. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.